Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent an unknown surgery with a plate and a drill sleeve in question. During the surgery, the surgeon attempted to bend the plate in a twisting direction while the drill sleeve was attached. Two surgeons tried to twist, and thread part of the drill sleeve broke. There was no part remaining in the patient. The surgery was completed successfully without any surgical delay with the rest of the drill sleeve used. No further information is available.